Event description:
It was reported to philips that the system could not start up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found broken fuse f12 in the m cabinet. To resolve the issue, the fse replaced the fuse f12 and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.